Event description:
Mayfield skull clamp being returned due to involvement in an incident. According to the user facility, the patient's head was fixed when the clamp became unlocked. The patient's head slipped. The patient sustained a 1 1/2 inch laceration. Additional information has been requested.

Manufacturer narrative:
To date the device has not been received for evaluation. An investigation has been initiated based on the reported information.